Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was transported via ambulance to the emergency room (ER) due to blood glucose (bg) level of 44 mg/dl and a seizure. The cause was unknown; however, customer's continuous glucose monitor was not available. Bg was treated by paramedics with glucose gel. Once customer arrived at the ER bg was treated with fluids, dextrose, and potassium. Reportedly, customer left the ER 8 hours later with the issue resolved and no permanent damage.